Manufacturer narrative:
This product is being evaluated in our (B)(6). This report will be updated when evaluation is complete.

Event description:
It was reported that this patient had been lost to follow up. Device evaluation revealed an alert for high shocking impedance measurements. A review of the device data noted small signal amplitude and noise which was oversensed, resulting in an inappropriate shock. A boston scientific technical services consultant documented and discussed further troubleshooting with the caller. X-ray was performed and was going to be reviewed. The patient was sent home with a life vest. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to physician and patient discretion regarding the emblem s-ICD accelerated depletion advisory. The s-ICD did not exhibit any behaviors associated with the advisory while implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Although this device is part of the hydrogen pbd advisory population, analysis confirmed it did not exhibit the advisory behavior.